Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and inflammation/irritation.

Event description:
Patient reported the "right mammary started increasing a few days ago, an ultrasound showed seroma". Healthcare professional later reported "mammary gland deformation, tissues thinning above the implant, severe swelling of the mammary gland, soreness when touched, and a general increase in temperature to 38 degrees". The device has been explanted.